Event description:
On (B)(6) 2006, the pt was implanted with an scs system. The pt lost a lot of weight and the eon was causing pain at the ipg site. It was replaced with an eon mini and the pt is doing much better now.

Manufacturer narrative:
Eval: results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the complaint about: "patient discomfort" could not be confirmed; the ipg passes all functional tests. The auto test was performed and the device passed. Physical dimension measurements are within spec. No uniformity anomalies noted. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.